Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, lot# unknown, product type: unknown; product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: intervention required should not have been checked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID: neu_unknown, lot# unknown, product type: unknown; product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported it was weird since she gets the urgency, but does not have to go. She stated things were weird on the left side yesterday due to her getting a charlie horse. She noticed her pad on her back was bloody. On (B)(6) the patient reported that she was feeling stimulation in the vaginal area and then in the rectum area. The patient feels that maybe something had moved. The patient stated that the left lead had some numbness in the leg area and it was hard to be placed at the time of the evaluation. Patient was changed from the right lead to the left and was comfortable with the stimulation level at this point. The patient also reported there was a rough part on the belt that holds the ens and the patient filled that down and there is no longer an issue. No further complications were reported or are anticipated.